Event description:
It is reported that the electric dermatome handpiece did not turn on. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/05/1999 and was last repaired on 08/12/2013 for a non-related issue. Evaluation of the device observed it operated within motor speed specification. Prior to repair, the device was outside of calibration specifications only at the zero thickness setting. Repair of the device included replacement of all standard rerepair parts. In post repair analysis, excessive corrosion to the motor casing was observed. The motor did not operate initially; however, manual manipulation of the shaft allowed the motor to operate within electrical specification. The switch passed continuity testing. The customer's reported event was not reproduced during testing; however, due to the excessive corrosion to the motor, this was most likely the cause for the customer's reported event. There is no information regarding the cleaning and sterilization methods utilized by the customer; however, improper cleaning and sterilization methods most like caused moisture to enter the handpiece and cause the excessive corrosion to the motor, which most likely caused the motor to malfunction and the device to not operate. The device was serviced and returned to the customer.